Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. There was no patient involvement.

Manufacturer narrative:
(B)(4). Evaluation: the device was tested and passed the homechoice return instrument test evaluation (rite) electrical test, but failed the rite functional test due to volumetric accuracy out of limits. (B)(4). The device was determined to not meet specifications per rite testing. The assignable cause was determined to be disintegrated piston foam. If additional relevant information is received, a follow-up will be submitted.